Event description:
It was reported that the system displayed a communication error. This error will cause the system to lock up, shut down, or not to boot. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and could not reproduce the reported problem. Replaced fluoro functions; pcb/ system boots up with no communication errors. System operating as intended.